Event description:
Rep in the hospital biomed dept reported that the brakes on his bed would not hold when the brake pedal was engaged. She stated that there were no reported injuries. The hill-rom field tech replaced the foot end brake casters and the brakes functioned as designed.